Event description:
The patient was undergoing a video-assisted thoracic surgery (vats) resection and the stapler was noted not to be working at all and a second stapler was obtained. At the end of the case the rep for ethicon came in to inspect the nonfunctioning stapler, switched out the battery with no success. The battery from the first device was then tested with another stapler device and it worked.